Event description:
It was reported that during a da vinci triflap procedure, the patient under anesthesia from 8am till 10:40 in the morning. During procedure around 9:30 am, customer felt the fenestrated bipolar forceps instrument's movement was not good and uninstalled it and found wire had been broken. So customer changed to another instrument and completed procedure. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded the indentations were likely due to mishandling / misuse.